Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via radial artery. The 90% stenosed, 14-16x3.25-3.5mm, eccentric, restenosis target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. After crossing the lesion with a non-bsc guide catheter and a non-bsc guidewire, pre-dilatation was performed with a 2.0x15 balloon catheter resulting to 80% residual stenosis. Following pre-dilation, a 3.50 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, upon removal, it was noticed that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.